Event description:
Rptr had silicone breast implants by dow corning. Rptr has had health problems since. Rptr had another co's silicone breast implants in 1991 because others were ruptured, rotted and disintregated. Rptr had problems with all of breast implants. "Much much much much pain."